Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use the e100 ventilator power reset occurred. No patient harm reported. The device was replaced. Ventilation didn't stop.